Manufacturer narrative:
D10: product ID 3389s-40 lot# va2exuu serial# implanted: explanted: product type lead product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the field rep and reported that she has an impedance issue on the side she more recently had replaced (right lead/extension). She wanted to know what caused this. Patient has seizures and has fallen multiple times which could have led or contributed to the issue. The clinician reported that she noticed a low impedance between bipolar 9<(>&<)>10 during the patient¿s (B)(6) 2022 appointment. The field rep confirmed the impedance issue with the hcp and informed the patient that given this information we cannot identify the cause of the impedance issue, but noted that falling and hitting the wiring can lead to impedance issues. The issue was not resolved. Additional information received from the manufacturer¿s representative (rep) reported the cause of the impedance issue wasn¿t determined. No further actions were taken to resolve the issue and the impedance issue didn¿t resolve.

Manufacturer narrative:
D10. Correction: continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-04-20: from a consumer who indicated one of their leads kept breaking. It was noted the same side lead had broken again for the second time, which they had found out they believed december, so therapy had been turned off. It was noted the leads were not handling their falls as they had been told the leads were breaking due to the falls. The patient inquired about why the leads were not handling their falls and wanted to know if there were leads that were developed for epilepsy that would handle the falls. Patient services reviewed component compatibility and components within indications for epilepsy and the patient was redirected to their healthcare provider.

Event description:
(B)(6) 2022, (B)(4) (rep, hcp): information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient was seen in office today and it was discovered that 9-10 pair impedance was 195 ohms. Hcp ran impedances multiple times and at one point, it measured 219 ohms. Caller mentioned patient has fallen and hit their head multiple times. The caller was not with the patient. Tss reviewed that issue would likely require replacement of lead or extension to resolve the issue. Tss sent and reviewed component impedance chart from a610 manual and that issue is likely on the lead rather than extension but suggested obtaining imaging and possibly intra-op testing. Tss reviewed that if patient is receiving therapy, they may not need to take immediate action, though this will prohibit patient from getting any MRI. No symptoms reported. 2022-sep-30 (rep): additional information was received from the rep. The cause of the impedance was not determined. The action of the hcp is to monitor the impedance levels for now. The impedance issue didn¿t resolve. This information is confirmed with the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Updated/corrected: continuation of d10: product ID neu_unknown_ext, serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: unknown, UDI#: unknown {product ID 3389s-40 lot# va2exuu, lead and product ID 3708660, serial# (B)(6), extension are not applicable to this event as previously reported}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.